Event description:
Haemonetics was served with a lawsuit. Haemonetics has no record of any prior reporting from the center involved nor the plantiff. The lawsuit alledges the pcs2 was in return cycle when the machine malfunctioned and the donor was not able to receive his cells back. Donor was deferred for 8 weeks.